Manufacturer narrative:
This device has been returned for analysis. Once analysis is completed, and updated report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded 134 non-sustained episodes. The episodes showed artifact on the right ventricular (rv) and shock channels. Boston scientific technical services (ts) recommend performing lead integrity testing. There were no out of range or unusual measurements in a review of the impedance data. The device and lead remain in service. No adverse patient effects were reported. New information received indicates that due to unresolved oversensed noise, this system was replaced. The ICD was explanted and the rv lead was surgically abandoned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded 134 non-sustained episodes. The episodes showed artifact on the right ventricular (rv) and shock channels. Boston scientific technical services (ts) recommend performing lead integrity testing. There were no out of range or unusual measurements in a review of the impedance data. The device and lead remain in service. No adverse patient effects were reported. New information received indicates that due to unresolved oversensed noise, this system was replaced. The ICD was explanted and the rv lead was surgically abandoned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.